Event description:
It was reported that when patient presented in clinic for routine follow up the device could not be interrogated. Several unsuccessful attempts were made to establish communication. Device was explanted and replaced.

Manufacturer narrative:
The reported inability to interrogate the device was confirmed in the laboratory and was due to a low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.